Manufacturer narrative:
(B)(4). A visual inspection showed the knife was protruding from the jaws and the jaws had to be pried open. The knife webbing was bent. This failure mode has been duplicated in engineering evals by clamping on large, rigid tissue. The IFU for this device warns against overfilling the instrument jaws so as not to compromise the cutting function. The jaws were not loose and did not move once the handle was locked closed. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU states to eliminate tension on the tissue while sealing and cutting to ensure proper function. Covidien lp recently implemented a new jaw/blade design to increase the blade retention within the jaws of the handpiece. This makes the design more robust to variations in user technique. These corrective actions have greatly reduced reports of this type.

Event description:
The customer initially reported that the pads at the tip of the instrument were loose and that they moved during the surgery. When the incident sample was returned, the knife was protruding from the jaws.